Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient, undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
Un-reporting, the code f1903. As the device remains implanted.

Event description:
The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported, left side no complaint against the device. Patient later "I had 3 surgeries" and "the doctor never replaced. Just kept replacing with the same implants and malposition. The device remains implanted.